Event description:
Previous serial numbers have been reported in (B)(6) regarding loose connectors on baxter clear link system continu-flo solution set with large bore stopcock manifold extension set. I am in possession of device from mid-(B)(6) noted here, the same issue is occurring. I will attach pictures of packaging for information regarding product and lot numbers.